Manufacturer narrative:
PMA/510(k)#: k945952, k901449. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes have abnormal additive. This was discovered before use. The following information was provided by the initial reporter: before use, the customer found many tubes additive abnormality. Affect qty: 800ea.

Manufacturer narrative:
H.6 investigation summary: bd did not receive samples, but photos were provided for investigation. The photos were evaluated and the indicated failure mode for additive abnormality with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported that bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes have abnormal additive. This was discovered before use. The following information was provided by the initial reporter: before use, the customer found many tubes additive abnormality. Affect qty: 800ea.